Event description:
After use, noticed there was a flame on the bovie tip. The button was not being activated and the tip had been free of debris, or charred material. The flame quickly went out and there was no evidence of sparking. The bovie pen was removed from the field and replaced with a new one. The affected bovie pencil was from a custom pack, not an individual item. Lot numbers are from custom pack identifier as bovie pencil comes in the pack.